Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the incoming inspection member found hair like debris in the sterile package. No further information was available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there is hair-like debris inside the sterile package. - fourier-transform infrared spectroscopy (ftir) analysis conducted on the foreign material in the package was inconclusive. Device history record (DHR) was reviewed and no discrepancies were found. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.